Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument did not confirm the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported hex-driver was used for tha surgery to insert the cup on (B)(6) 2018. It was reported that the screw driver tip could not detached from the screw head and the come out with the screw when insert the cup into the patient¿s hip joint. The surgeon tried to remove the screw by hand, but the driver and the screw head were still stick together. Finally, the surgeon pinched the screw with a pliers and hit it with a hammer to remove it. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was less than 30 min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.